Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that stent placement problem occurred. The target lesion was located in the iliac artery. A mustang balloon catheter was used to dilate the lesion and a 10x40x120 epic stent was advanced. The physician started to slowly deploy the stent however after deploying approximately 2-3 rows of the stent, the stent jumped to the distal portion of the lesion. Another 10x40x120 epic stent was implanted to cover the rest of the lesion and the procedure was completed. No patient complications were reported and the patient's status was stable.